Event description:
On 07/15/1999, the facility's buyer informed the MFR's sales rep of the following: the device catheter was not adhered to the device as was designed by the MFR. There was a completely loose cuff near the device that slid without any resistance (note: this product does not have a "cuff." Customer referring to the plastic locking mechanism and silicone sleeve). The physician stated that this was not acceptable and could cause problems. No further details were provided.